Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the clinic for a lead revision, the lead was explanted and replaced due to lead fracture. The patient condition is fine.